Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that after 1 year and 1 month dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type iii, immediate implant procedure was performed and trauma over the implant has occurred.